Manufacturer narrative:
On 02/11/2016 11:22 am (gmt-5:00) added by (B)(6): a maquet field service technician (fst) evaluated the device and found the screen holder separated in 2 parts. He noticed that the locking screw of the flat screen holder was loose. He reassembled the single flat screen holder using loctite 242 to the locking screws, and returned the device to service. The investigation is on-going. On 02/11/2016 04:49 pm (gmt+1:00) added by (B)(6): a maquet field service technician (fst) evaluated the device and found the screen holder separated in 2 parts. He noticed that the locking screw of the flat screen holder is loosen. He reassembled the single flat screen holder using loctite 242 to locking screws and returned the device to service. The investigation is ongoing and the results will be included in a final report.

Event description:
On 02/11/2016 04:31 pm (gmt+1:00) added by (B)(6): the bio-medical engineer reported that the single flat screen holder separated into two parts while the nurse attempted to manipulate it. No injuries were reported. (B)(4)

Manufacturer narrative:
Maquet evaluated the device and found that the device failed to meet its specification. Additionally the device was directly involved with the reported incident and was being used for treatment of the patient when the event occurred. Maquet reviewed the production records that specify that a loctite thread lock should be used to secure the double fork assembly. The manufacturer was not able to verify that loctite was present on the assembly that failed because the field service technician reused the original screw and secured it with loctite. Per the labeling the user should "check arm's positioning is proper, check flat screen holder loading" on a daily basis.

Event description:
(B)(4).